Manufacturer narrative:
(B)(4). CAPA: the event of ischaemia at the implant site is expected. The event of livedo reticularis is unexpected but possibly related to the treatments. No corrective or preventive action is needed. Lot numbers were not reported. Pharmacovigilance comment: the event of ischaemia at the implant site was considered expected, possibly related and serious due to the need for multiple interventions. The non-serious event of livedo reticularis was considered unexpected and possibly related. Potential contributory factors include injection technique. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. Additional comments: device was not available for testing.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 15-may-2017 by a physician. This narrative is also based on follow-up information received on 16-may-2017. The physician refers to a female patient aged (B)(6). No information was provided about the patient's medical history, concurrent diseases, concomitant medication, history of allergies and previous filler treatments. On (B)(6) 2017, the patient received treatment with restylane and restylane perlane to face (lot numbers, volumes, needles and injection techniques were unknown). A few hours after the treatments, the patient experienced livedoid erythema(livedo reticularis) and suspected ischemia(implant site ischaemia) on the left hemiface. As corrective treatment, the patient received hyaluronidase [hyaluronidase] on (B)(6) 2017, aas (acetylsalicylic acid) [acetylsalicylic acid], trental (pentoxifylline) [pentoxifylline], clexane (enoxaparin sodium) [enoxaparin sodium], clavulin [amoxicillin sodium][clavulanate potassium], diprospan [betamethasone dipropionate][betamethasone sodium phosphate], viagra [sildenafil citrate] and carboxy therapy every hour. No specific details about these drugs were provided. At the time of the report, the outcome for the events was recovering/resolving. Tracking list: version 1. Fu1 (19-may-2017): the reporting physician confirmed that the patient was treated in the face with both restylane and restylane perlane on (B)(6) 2017. Version 2. This version was opened to send the case to reporting activity due to data entry error.